Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and was found to have a cracked lens. Inspection of the endoscope revealed damage at the distal end, with the distal window showing a broken or detached piece that could potentially fall into the patient. An additional observation during inspection identified mechanical damage to the endoscope¿s distal tip that was not reported by the site. Evaluation of the endoscope identified a camera instrument adapter defect. Friction testing showed the adapter did not rotate smoothly and produced noise, confirming binding. Further evaluation found the endoscope adapter shaft bearing contributed to the friction. A visual inspection of the endoscope identified a minor cut in the cable insulation located at zone c near the endoscope housing. The complaint was confirmed by failure analysis. The probable root cause of camera instrument: distal cracked window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30° endoscope plus was found to have a cracked lens. The procedure was completed with no reported patient injury.